Event description:
It was reported that the customer experienced high blood glucose levels. The customer also reported leaking from the cartridge.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.